Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii/iii and exchange from textured to smooth implants due to the patient's concern with the product. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs one device appears to be intact; abled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.